Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00226 on 23-oct-2023. Additional information (25-oct-2023): siemens further evaluated the event and determined that poor sample quality and the presence of gel, fibrin, micro clots, and/or the presence of cellular debris including red cells, white cells, and platelets potentially contributed to the falsely depressed creatinine (cre2) result. The investigation findings and investigation conclusions in section h6 were updated based on the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely depressed creatinine (cre2) result was obtained on a patient sample on a dimension exl with lm instrument. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was at the customer¿s site. During this visit, the cse replaced and aligned the sample probe. No further erroneous results were obtained. The cause of the falsely depressed cre2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed creatinine (cre2) result was obtained on a patient sample on a dimension exl with lm instrument. The patient was tested on the previous day and had an elevated result. The depressed result was reported to the physician(s), who questioned the result. The sample was repeated on the original instrument and an alternate dimension exl 200 instrument. The repeat results recovered higher than the erroneous result. The repeat result from the original instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cre2 result.